Event description:
It was reported that at patient follow up, no capture and low sensing were observed. X-ray revealed perforation. Lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.